Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm cephalic vein. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was used to dilate the lesion. During the 1st inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).